Event description:
It was reported that at unknown timing the device was identified as broken. It is unknown whether there was patient involvement or impact. Due diligence information is complete, as no additional information is indicated. During device evaluation the dermatome motor was seized.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: spain. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the machine head was damaged, the needle bearing and ball bearing were corroded, the hinge throttle gasket was damaged and the motor was seized; however, the repair has not been completed due to awaiting quotation approval. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.